Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced an unspecified infection, was feeling sick and had cloudy effluent bag coincident with peritoneal dialysis (pd) therapy. Forty two days prior to the receipt of this report, the patient was admitted to the hospital for the events. The patient was admitted into the hospital for various reasons (unspecified) and the main reason was that the patient was not feeling well and had an unspecified infection. It was unknown if the patient was diagnosed with peritonitis. The patient could not remember the type of infection and stated that it started with an ¿s¿. On an unreported date, the patient was treated for the infection with unknown antibiotics, one intraperitoneally and another orally (doses, and frequencies were not reported). Eleven days after being admitted to the hospital, the patient was discharged. At the time of this report, the patient had finished the antibiotics, was recovered from the infection and dianeal/extraneal therapies were ongoing. No additional information is available at this time. This is report 3 of 3 involved in this event.